Manufacturer narrative:
One device was returned for investigation in used condition. Visual inspection confirmed the customer reported complaint of a defective downstream occlusion (dso) sensor. The dso seal was replaced along with other preventative maintenance steps and a software update. After this, the device was tested and passed all functionality tests. A review of the service history found that the device had not been serviced in the last 12 months.

Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.